Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results for one neonate patient with two accu-chek inform ii meters. At 14:11, the result with meter serial number (B)(4) was 34 mg/dl. At 14:42, a laboratory sample was drawn and the result was 68 mg/dl. The method used by the laboratory was not provided. At 14:53, the result from meter serial number (B)(4) was 31 mg/dl. At 15:58, the result from meter serial number (B)(4) was 26 mg/dl. As the vial of strips was empty, the nurse opened a new vial of the same lot number of strips. At 16:08, the result from meter serial number (B)(4) was 83 mg/dl. At 22:07, a laboratory sample was drawn and the result was 80 mg/dl. The staff did not believe meter serial number (B)(4) was accurate and thought it was reading too low. No treatment was provided based on the meter results. The staff believed the result from meter serial number (B)(4) and the laboratory result to be correct. There was no adverse event. The returned meters were tested with retention material (lot 475308, exp 31-mar-2017) and quality control material. Control ranges: level 1 30-60 mg/dl; level 2 261-353 mg/dl. Meter serial number (B)(4) results: level 1: 43, 44, 43 mg/dl; level 2: 305, 300, 302 mg/dl. Meter serial number (B)(4) results: level 1: 43, 43, 44 mg/dl; level 2: 306, 303, 303 mg/dl. All results were within the acceptable range. None of the given treatments/medications given are currently known to interfere with the accuracy of the test results. The infant had sepsis which can cause slow blood flow which has been known to interfere with results. Product labeling documents the limitation for peripheral blood flow. No information was provided regarding the neonate patient's stress or the tube/technique used by the laboratory or nurse. These factors could have affected the accuracy of the results obtained. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.